Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not secure to the universal stand. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is loose on the universal stand. The rse provided parts ID for the thumbwheels and foot kit to the customer for repair. Customer will order the needed parts and secure the unit on the stand. Per good faith effort (gfe) response, it was confirmed that the screws were damaged, and no screws were holding. The device was not able to be held by the stand with the missing/damaged thumbscrews. The plastic portion of the thumbwheel in the front of the stand and back of the stand were damaged. The thumbwheels and foot kit were replaced to resolve the reported issue and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.